Event description:
Pt here for an oblation procedure. A bloom stimulator was used to check for an av block. The pt was being paced at 330-340 ms with channel one being used to check the right atrium. No pause or drivetrain was in use. The pt went into a wide ventricular pattern, so the physician decided to discontinue the pacing. The s1 level was turned off. The bloom stimulator continued to pace at the same increment for 5.6 seconds. The reset button was not used to turn off the bloom.